Manufacturer narrative:
A handpiece has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the handpiece gets very hot during surgery. The handpiece was switched out and the surgery was completed. There was a one minute delay while the handpiece was exchanged. There was no pt harm reported.